Manufacturer narrative:
The device was not returned to the MFR for physical eval and no failure mode could be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the device record review confirmed the labeling, material, and process controls were with spec.

Event description:
A peritoneal dialysis nurse reported that a pt had contamination staphylococcus aureus peritonitis. The pt was treated with vancomycin. Medical records were requested.